Event description:
Hill-rom received a report from the account stating the bed brakes would not hold. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head end brake casters not holding due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance of their beds. The technician replaced the head brake casters to resolve the issue. Based on this info, no further action is requires.